Event description:
It was reported that the pump's wake button was difficult to press and required multiple attempts to activate the screen. The customer's blood glucose level was indicated as "high," and they addressed this by taking a corrective injection through a multiple daily injection (mdi) method. The customer reverted to an alternative method of insulin therapy.